Event description:
It was reported that the neurostimulator malfunctioned and began delivering powerful electrical shocks, thereby, causing the pt to suffer severe pain and injury. Because of the malfunction, the pt was scheduled to have the neurostimulator surgically removed.

Manufacturer narrative:
(B) (4).